Event description:
I had novasure done and it caused me to end up in the emergency room and they put me on a IV antibiotic and IV morphine because they said that it caused an infection in my stomach. They kept me all day in the emergency room on IV's and I was in chronic pain in my stomach and back.